Event description:
It was reported that, "on initial surgery, distal locking screw missed the locking hole, skirted around the nail causing stress riser in femoral cortex. Screw was then placed correctly. Peri-prosthetic fracture happened. All three components were removed and replaced with a long nail. The short nail shows signs of scalping around the hole caused by the screw. Patient kept all implants."

Manufacturer narrative:
Device not returned. No evaluation will be performed. If the device or additional information becomes available, it will be submitted on a supplemental report.